Event description:
During a left atrial appendage exclusion procedure - lariat procedure, provider indicated a complication by tear of the base of the left atrial appendage with tightening of the lariat suture. According to the provider, at the point in the procedure when they elected to deploy the lariat suture device, it was pulled finger tight and a pericardial effusion was detected by transesophageal echocardiography. The device was tightened and during the tightening process, the pericardial effusion was growing larger and the pt began to experience hemodynamic compromise requiring emergency repair via median sterotomy by CT-surgery.